Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported left side "strong pain" "nodules" "birads 4 results" "suspicious of cancer" "recall" "psychological damage" "generalized anxiety" "capsular contracture baker grade IV" "asymmetry" "risk of prosthesis rupture, or even stiffness and neoplasm development" "sparse cysts" "sold/liquid nodule". Device remains implanted.